Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of low voltage alarms was confirmed. The submitted log files revealed a low power advisory alarm activating on 23nov2025 at 11:08:48. The alarm is associated with a low relative state of charge (rsoc) on the black power cable. At the time, it appeared the user was connected to battery power. The driveline is disconnected at 11:13:09 consistent with the reported controller exchange. The low power advisory alarm did not clear prior to the driveline disconnect. No other notable events were observed. The system controller (B)(6) was not returned for testing. A root cause for the reported event could not be conclusively determined through this investigation. The device history records were reviewed and the records revealed no deviations from manufacturing and qa specifications. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU) and the heartmate 3 patient handbook are currently available. The current revision of the IFU can be found on the eifu page of the abbott website. The heartmate 3 lvas IFU (IFU) section 3 entitled ¿powering the system¿ and the heartmate 3 patient handbook section 3 entitled ¿powering the system¿ instruct the user to clean the metal contacts on the batteries and inside the battery clip at least once a month. Use a lint-free cloth or cotton swab that has been moistened (not dripping) with rubbing alcohol. Let the alcohol dry before using the batteries or battery clips, or before placing batteries into the battery charger. The heartmate 3 lvas IFU section 7 entitled ¿alarms and troubleshooting¿ and the heartmate 3 patient handbook section 5 entitled ¿alarms and troubleshooting¿ address how to properly interpret and troubleshoot all system alarms, including connect to power alarms. The heartmate 3 IFU section 8 entitled ¿equipment storage and care¿ and the heartmate 3 patient handbook section 6 entitled ¿caring for the equipment¿ address how to properly care for, maintain, and store the equipment for proper use. This section states to clean the contacts on the battery clips lightly with alcohol to ensure proper connection. The heartmate 3 patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be reported once the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient experienced alarms when at home and exchanged their system controller. They believe they were low voltage alarms. The log files were submitted for review. It appeared that prior to the driveline disconnect the patient was switching from mobile power unit (mpu) to battery power but had a bad connection when switching to the black lead generating low power advisories. The cause of the alarm was not identified but the alarms resolved.